Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation, difficulty to position and difficulty to remove were able to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with heavy tortuosity, heavy calcification and 75% stenosis in the proximal right coronary (rca) artery. After pre-dilatation was performed, a 3.5 x 38 mm xience alpine stent delivery system (sds) was advanced to the target lesion using a 4.5 fr child guiding catheter; however, there was interaction between the tip of the guiding catheter and the stent implant. It was believed that the proximal edge of the stent struts had become flared; therefore, it was opted to remove the sds from the patient anatomy. The sds could not be pulled back into the guiding catheter, so the two devices were removed together as a single unit. A new 3.5 x 38 mm xience alpine sds was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was available.